Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.